Manufacturer narrative:
Date of event: unknown. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by a consumer that there were no scale markings and/or partial markings found on 3/10 ml insulin syringe with 30 g x ½ in. Bd ultra-fine¿ needles. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: customer returned one 3/10cc, 12.7mm, 30g syringe in an open poly bag from lot # 6312546. Customer states that the syringe has no markings or partial markings. The returned syringe was examined and exhibited no scale markings printed on the barrel past the 23 unit marking. CAPA (B)(4) was initiated to address such issues at this time. Sample will be forwarded to manufacturing (holdrege) on 09feb2018 for further review. As per manufacturing, a review of the device history record was completed for batch # 6312546 all inspections were performed per the applicable operations qc specifications. There were zero notifications noted that pertained to the complaint. Investigation conclusion: based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Possible root causes for missing scale markings include: damage to the pad. Print drum not touching the pad for ink transfer. Pad heat set incorrectly. Print head timing out of adjustment. On 13feb2018, holdrege received one 0.3ml, 12.7mm, 30g syringe in opened polybag from batch # 6312546. All samples were decontaminated per hstr-17 prior to being evaluated. Upon evaluation by qe ah, similar findings to those documented during initial investigation performed at bd franklin lakes were noted. Probable root cause likely to be damage to the pad causing incomplete transfer of the scale print on the pad to the exterior of the barrel. When this occurs, any portion of the scale print can be missing or askew. Regular and routine inspections are performed during the production of a batch; a review of qns for this batch noted no such defects noted during the manufacturing of batch# 6312546. CAPA (B)(4) was initiated by the holdrege plant to address scale print defects and their associated root cause(s). Batch# 6074900 was produced prior to implementation of any corrective/preventive actions in association with this CAPA.